Manufacturer narrative:
Power supply.

Event description:
The customer reported the ventilator alarmed and shut down and then restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's field service technician was unable to duplicate the customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a 24/12 volt power fail occurrence. The service technician replaced the power supply to correct the finding. Extended self testing and applicable final testing was completed and tests passed per operating specifications.